Event description:
During preventive maintenance service, the manufacturers field service engineer (fse) reported the ventilator failed the remote alarm test. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The fse replaced the main pcb board to address the finding.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: broken solder connections at cn2 pin 1 & pin 3 caused the remote alarm port not functioning. This report is being submitted as part of the remediation for CAPA (B)(4).